Event description:
During a hand assisted laparoscopoic nephrectomy procedure, the nurse states that the lap disc was damaged upon opening the package. New lap disc was opened. There were no adverse consequence to the patient.